Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection, the serial digital interface 1 and serial digital interface 2 had no signal (no image). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) reported that the evis lucera elite video system center had no signal (no image). There was no report of patient involvement as this occurred during installation of the device upon receipt at the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be static electricity being charged. Olympus will continue to monitor field performance for this device.